Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 600 mg/dl level. Customer¿s current blood glucose 411 mg/dl. Customer reports the following symptoms related to their high blood glucose was thirst and having to use the restroom a lot. Advised the symptoms they have expressed may be indicative of the possible onset of diabetes ketoacidosis. Air bubbles were noticed by customer during troubleshoot for high blood glucose. Troubleshooting was performed. The product was not returned for analysis.